Manufacturer narrative:
The facility transporter was wearing thick gloves at the time, and when the transported plugged in the bed he was shocked but had no residual injury no medical attention needed. The hillrom technician evaluated the bed and found that the power cord was cut/damaged and needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly. Replace or repair parts as necessary. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use.¿ the manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. ¿ a search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on may 8, 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician will replace both power cables to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed sparked and a staff member was shocked. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).